Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Concomitant medical products: item number: 00875201336, item name: liner elevated rim, lot #: 63145338. Item number: 00875705801, item name: shell with cluster holes, lot #: 63238350. Item number: 00877503602, item name: bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14, lot #: 2924385. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 05600, 0001822565 - 2018 - 05599. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing severe pain, balance, vision impaired, hearing impairment, weak, severe groin pain, extreme pain where incision, instability and limited mobility post-implantation. There has been no reported intervention at this point. Attempts have been made and no additional information is available.

Manufacturer narrative:
UDI#: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.